Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pyxis machine was down and blue screen displaying dispense.iu.win has stopped working and stopped the program from working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system application was not working. A field service engineer (fse) confirmed that multiple pop-ups appeared when starting the station. The fse repaired the application through the control panel and restarted the station. The application launched normally and successfully connected to the server. There were no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pyxis machine was down and blue screen displaying dispense.iu.win has stopped working and stopped the program from working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.